Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the cgm readings were erratic and then it was reading 3.3 mmol/l and alarming for an extreme low. The patient had no symptoms, so the parent thought it was odd and checked the bg which was 21.3 mmol/l. Fast acting insulin was given by the parents to correct the elevated bg. No medical intervention was provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.